Event description:
It was reported that a pump declared an altitude alarm. There was no reported adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and to remove and reconnect the existing cartridge, but these actions did not resolve the issue. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.